Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that a bubble intervention on the arterial side was observed, which was causing a pump stop, as the intervention was set. This happened upon the initiation of support. The customer confirmed that it was difficult to remove the air in the upper quadrant of the oxygenator on the venous side while priming. Therefore, the customer suggests that this air crossed the oxygenator upon initiation and caused the pump stop. No harm to any person has been reported. As there was a pump stopped due to air in the system, a report is required. Complaint ID#: (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that a bubble intervention on the arterial side was observed, which was causing a pump stop, as the intervention was set. This happened upon the initiation of support. The customer confirmed that it was difficult to remove the air in the upper quadrant of the oxygenator on the venous side while priming. Therefore, the customer suggests that this air crossed the oxygenator upon initiation and caused the pump stop. No harm to any person has been reported. New information received on 2025-10-30 that the set was primed on (B)(6) 2025 and the patient was connected to the set on the same date. It was confirmed by the (B)(4) service and sales unit that the de-airing cap was opened throughout priming. There was no visible defect on the set and there was no negative outcome for the patient. The hls set was not replaced during treatment. The patient was a 24 year old male with 66.6 kgs. As the pump stopped due to air in the system, a report is required the exact root cause remains unknown, as the product was discarded by the customer. However, a medical consultation was performed by (B)(4) medical affairs on (B)(6) 2025 with following conclusion: "according to the complaint narrative, the incident in scope involves a 24-year-old male patient weighing 66.6 kg who experienced a pump stop during the initiation of support with an hls set. On (B)(6) 2025, upon patient connection, a bubble intervention on the arterial side was observed, resulting in a temporary pump stop. The operator reported that during priming, difficulty was encountered in removing air from the upper quadrant of the oxygenator on the venous side. It is presumed that residual air may have crossed the oxygenator upon initiation of support, triggering the pump stop. The priming process was reportedly conducted in accordance with the instructions for use (IFU) for the hls module advanced. Of particular relevance is IFU step 9, which states that if a bubble is detected during priming, the flow/bubble sensor should be reset and steps 3 to 7 must be repeated until no further air is detected in the system. The IFU emphasizes that a patient shall not be connected to a system that is not completely de-aired. The IFU further notes that the presence of gas, or negative pressure conditions, can lead to air entering the blood path, potentially causing embolisms. It also cautions that improper rinsing or de-airing of sampling lines, obstruction or kinking of the blood inlet, incorrect oxygenator positioning, or failure to close the de-airing membrane with the yellow protective cap during operation may contribute to air entrainment or bubble formation. In this case, while the de-airing cap remained open during priming, the exact cause of the residual air could not be conclusively determined which may include other factors such as incomplete de-airing of the sampling lines, transient negative pressure excursions, handling-related conditions, or a product related issue. Further, no visible defect was observed with respect to the hls set. As the product is not available for return or inspection, neither verification of product performance could be performed, nor a definitive root cause(s) proposed. It is assumed, however, that the yellow cap was replaced/fitted back on the deairing port after priming and debubbling as instructed in the product IFU. The most plausible explanation for the observed event may have been the presence of residual air within the module or circuit components at the time of initiation. According to the information supplied in the complaint narrative, the pump stop functioned as intended, preventing any air from being delivered to the patient. The available evidence does not suggest a structural or material defect in the hls set. The complaint narrative and available data suggest the device functioned according to its specifications and design, with the safety mechanism initiating an immediate pump stop, thereby preventing the transmission of air the patient. It should be noted, however, that the pump stop led to an interruption of perfusion directly after the initiation of support, resulting in a brief delay of treatment, as the affected hls set had to be de-aired (or, if necessary, replacement) before perfusion could be safely resumed. That said, no adverse clinical outcome(s) was(were) reported with respect to the patient. In conclusion, the event is most consistent with air retention within the primed hls set which, upon release, activated the bubble alarm. This is in contrast to a device malfunction. It was reported that the incident did not result in patient harm. It is recommended that repetition of the priming cycle until all air/bubbles are eliminated from the hls set advanced -- if the presence of air is suspected within the hls module or circuit." According to the instruction of use of the hls set (chapter "safety instructions for the oxygenator") it is stated that the de-airing membrane must be open throughout priming to ensure safe de-airing of the oxygenator and to ensure that the de-airing membrane of the oxygenator is closed with the yellow protective cap during operation. The flow/bubble sensor must always be affixed on the arterial side of the set if you are using the cardiohelp-I. With an activated intervention, the detection of bubbles by the flow/bubble sensor triggers a pump stop. In chapter "priming the system" it is mentioned that pre-priming can cause air bubbles to form in the system. Referring to the chapter "start perfusion" the customer should ensure that the tube system has been completely de-aired before starting the perfusion. According to the instruction of use of the hls set it is mentioned that incorrect positioning of the cardiohelp can cause air permeation on the blood side of the hls module advanced. The cardiohelp must be positioned at a lever lower that the patient and secured close to the patient. The production records of the affected product were reviewed on (B)(6) 2025 . According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the results the reported failure "air in system" could not be confirmed. The customer will be informed about the results by the (B)(4) sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).